Event description:
On (B)(6) 2006, patient had incisional hernia repair with mesh a total of 3 davol/bard mesh implants. On (B)(6) 2006, patient presented to ER with pain. The patient was diagnosed with an infection and a possible bowel perforation. On (B)(6) 2006, patient underwent unknown operative procedure and reports removal of mesh due to mesh infection, bowel puncture and severe inflammation. The patient underwent antibiotic and tpn therapy via PICC line. On (B)(6) 2010, patient underwent abdominal reconstruction with mesh (with another manufacturer's mesh) to repair hernia recurrence.

Manufacturer narrative:
We have contacted the initial reporter to request additional information, including medical records. A review of the manufacturing records was conducted for both lots and all paperwork appeared complete and accurate and there was no evidence of a manufacturing related cause for the reported events. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. Based on the information available, no conclusion can be drawn at this time. This is the third of the three mesh implants/explants identified in the event description. The other two are identified in medwatch 1213643-2010-00507 and 12123643-2010-00508.